Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump buttons was not responding. Customer¿s blood glucose was 100 mg/dl at the time of incident. Customer stated that when trying to calibrate today had to press the button several times for the pump to respond. Troubleshooting was performed. Customer stated that an alarm was not in progress at the time the button was unresponsive. Customer stated the button was not unresponsive during an easy bolus attempt. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.